Event description:
Per independent repair center statement, the unit is alarming/red light and shutting down. The key failure is the poppet for the solenoid is defective. Additional malfunction is the gear clamp for the manifold is loose.